Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Variance reported between inratio inr results. There was no confirmatory testing performed. The inratio inr results were as follows: (B)(6) 2016 inratio=3.4, (B)(6) 2016 inratio=4.3, (B)(6) 2016 inratio=4.7, (B)(6) 2016 inratio=1.7, (B)(6) 2016 inratio=3.3, (B)(6) 2016 inratio=4.6, (B)(6) 2016 inratio=4.1. The reported therapeutic range: 2-3. It was reported that no changes had been made to the patient's warfarin dose. Inratio results within the therapeutic range provided for historical purposes: (B)(6) 2016 inratio=3.0, (B)(6) 2016 inratio=2.0, (B)(6) 2016 inratio=2.2, (B)(6) 2016 inratio=2.3, (B)(6) 2016 inratio=2.5. No testing was done since (B)(6) 2016 when the patient received the recall notification the following day. Lab comparisons were not done since the patient was incapable of getting to a lab.